Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material that comes out from the distal end due to the biopsy channel being stuck. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event can be detected/prevented by following the instructions for use which are stated in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection, and in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.